Manufacturer narrative:
Concomitant product(s): product ID: 3888-33, lot# v400268, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v736706, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 284420001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
The manufacturer representative reported electrodes 0, 3, and 4 were greater than 10000 ohms. The patient was reprogrammed around affected electrodes to get stimulation in lower back. No action was planned at that time. The patient was unable to get stimulation in the upper back but the device was not implanted for that pain pattern per patient. The issue was resolved. The patient's indication for use was spinal pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.